Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm an internal battery degraded warning alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined sf131 and failure to complete its service tests were due to contamination and an isolated component failure within the device pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to main blower temperature sensor and an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) related to the main blower temperature sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint and revealed the device failed service tests. Visual inspection revealed fluid ingress in the pneumatic block. The pneumatic block was replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).